Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the mouthpiece was loose, the light guide lens was cracked, the connecting tube was buckling, the grip, switch box, and universal cord was scratched, and the air/water and suction cylinders had no color. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined however it is likely the following led to the malfunction:the foreign materials in the air/water-cylinder/air/water-channel could have probably caused because of white foreign material inside channel/cylinder is simethicone that was used during procedure. Simethicone is compatible for human, but the white foreign material adhered in channel may reduce the efficacy of the reprocessing. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.